Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt had a right knee replacement and had septic arthritis. It attached the hardware in the knee. Pt reported the implant was not helping the back anymore. Pt wondered if the poison from septic arthritis got into the hardware in the back. Pt said the device used to work for the back. Now pt feels tingling in the legs but the back had been hurting really bad.